Manufacturer narrative:
D9 - n/a. H6 -investigation findings code 114 should be included in initial MDR . H10 - supplemental MDR#1 is not applicable to this claim . Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture, residue/debris on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -04.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vault. This resolved the problem. Reportedly, there are no plans to implant another lens.